Event description:
It was reported that patient has not had device tested in a long time and has a serious medical condition. Caller inquired about knowing how they would know if something was wrong with device. Follow-up with documented physician has been unsuccessful. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.